Manufacturer narrative:
Technical support specialist (tss) followed up with the customer and confirmed the aia-900 analyzer is functioning as expected. The customer recalibrated, ran mac controls, ran their quality control (qc) and all were within acceptable ranges. No device problem was found with the analyzer; however, technical support specialist (tss) suspects the customer did not calibrate correctly; cause could not be established. No further action required by a technical support specialist. The aia-900 analyzer, serial number (B)(6), was installed on (B)(6)2024. A complaint and service history review for similar complaints was performed from installation date (B)(6)2024 through aware date 21aug2024. There were no similar complaints identified during the search period including this case. The aia-900 analyzer, serial number (B)(6), was installed on (B)(6)2024. A lot service history review for progesterone (prog iii) lot number dy1c3a1 & e2 lot number dy12313 and biorad lot 40431 from the installed date of (B)(6)2024 through the aware date 21aug2024 was performed for similar complaints. There were no similar complaints identified during the search period including this case. The st e2 test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The st prog iii analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. The most probable cause of the reported event could not be established.

Event description:
A customer reported ¿out of range low result for level 1 quality control (qc) for estradiol (e2) and progesterone (prog iii) using biorad lot 40431 on the aia-900 analyzer. The ranges were been compared with biorad & peer established range for the two reagents. Reagents level 1 qc run w/ br lot# 40431 br qc lot# 40431 acceptable range peer established range e2 test cup lot# dy12313 196pg/ml 188pg/ml - 394pg/ml 198pg/ml - 320pg/ml. Progiii test cup lot# dy1c3a1 0.37ng/ml 0.39ng/ml - 0.72ng/ml not provided. E2 result was within biorad acceptable ranges but low for peer established ranges. The prog iii results were low for both peer and biorad ranges. Level 2 and 3 qcs for both reagents were within acceptable ranges. The customer used frozen aliquots and technical support specialist (tss) instructed the customer to make fresh quality control (qc) for level 1 e2 and prog iii. Tss sent multi analyte controls (mac) to the customer for further investigation which resulted in delayed reporting of patient samples for e2 and prog iii. The analyzer is down. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.